Event description:
During a trans-nasal bronchoscopy procedure the suction valve stuck in the depressed position (active suction). The physician had to remove the suction valve and then replaced it to continue the procedure. The physician observed blood coming out of the pt's nose. The exact cause of the bleeding is unknown. Suction was used to remove the blood from the bronchi and the procedure continued successfully.